Manufacturer narrative:
Report # 3003721894-2017-00206 is associated with (B)(4), corega denture adhesive cream. Corega denture adhesive cream is marketed as super poligrip in the u.s.

Event description:
Tremor [tremor]; abdominal pain [abdominal pain]; abnormal lab result [lab test abnormal]; hepatic cyst [hepatic cyst]. Case description: this case was reported by a consumer and described the occurrence of tremor in a (B)(6)-year-old male patient who received gsk denture adhesive (formulation unknown) (corega denture adhesive cream, no flavour) cream for dentures. A physician or other health care professional has not verified this report. The patient's medical history included two hernia operation, hypertension and prostate problem. Concurrent medications included nifedipine (adalat) and dutasteride. On an unknown date in (B)(6) 2010 the patient started gsk denture adhesive (formulation unknown) (unknown) as directed. On (B)(6) 2010, the patient experienced tremor and abdominal pain. The patient was hospitalised 4 times with the same symptoms had several lab tests. The patient had abnormal lab test results related to liver problem associated with mediines and small cyst on liver was diagnosed. The patient stopped treatment with gsk denture adhesive (formulation unknown) after reading a media article about corega related health problems. At the time of reporting, tremor and abdominal pain were resolved and the outcome of the other events was unknown. Case identified as duplicate on 21 april 2017: this case (B)(4) is a duplicate of case (B)(4). This case (B)(4) will be the case of record and all future correspondence sent. Case (B)(4) will be deleted after one final submission.